Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. In the postoperative period, the suture thread with green color, loses all pigmentation becoming transparent and in some cases causing allergic reaction. The following medications were used in the postoperative period: vigadexa, zypred, predfort. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many patients experienced the event of suture losing pigmentation with allergic reactions? How many patients experienced the event of suture losing pigmentation without allergic reactions? If there was more than 1 patient event, was a pc created for each patient? If yes, please provide pc numbers. If not, please create a pc for each patient. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. How was it determined that this is an allergic reaction? Does the surgeon feel the loss of pigmentation of the suture was the cause of the allergic reaction? Please describe any medical intervention required to treat the patient condition including medication name and results. Were vigadexa, zypred, predfort prescribed to the patient because of the allergic reaction or were they standard post-op medications prescribed? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Was allergy testing performed that indicates the patient is allergic to dyes? Please provide details. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? If applicable, will product be returned? If so, please provide the return date and tracking information. The single complaint was reported with possible multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.